Event description:
Initial info was received on (B)(6) 2013 from a pharmacist. A (B)(6) old female child used an (B)(4) training toothbrush and the bristles fell out, becoming stuck in her tonsil and between her interdental spaces. She began using the toothbrush twice a day, two weeks prior to this report on (B)(6) 2014. Subsequently, the bristles fell out with her first use and became stuck between her teeth. However, the child continues to use the toothbrush. After a visit to the doctor, a bristle was found on the child's tonsil and had to be medically removed. No details were provided regarding the removal of the bristle from her tonsil or the reason for the doctor visit. The child's mother had reported to the pharmacist that the bristles can be removed with your fingers as they do not adhere firmly to the brush head. The toothbrush was discontinued on an unk date in 2014. At the time of this report, the child had recovered. This case is referenced as (B)(4).